Manufacturer narrative:
The subject device was received and evaluated. Inspection found vertical lines on the image. The customer reported issue of ¿has lines on the image ¿was confirmed. Furthermore, inspection found peeling on the light guide cover glue and leaking near s-cover of the light guide tube . The ¿a-rubber¿ and ¿a-rubber¿ glue (bending section) and light guide tube were observed to be non olympus. Corrosion was noted on scope connector/control unit and minor chip on probe unit was determined. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device has lines on screen image. The device was replaced. The issue found during an unknown event. There is no patient involvement on this reported event. No user injury reported. Device return evaluation found peeling on light guide cover glue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it was surmised that the peeling of the adhesive occurred due to external force was applied to the distal end due to handling. The adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.